Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) has a bad lcd screen. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer(fse) encountered the issue, replaced the display top lcd assembly. The fse performed the pm and full calibration. The unit passed all functional and safety testing. The iabp was returned to the customer.